Event description:
A recent observation during routine inspection of loaner devices revealed the presence of rust and potential bioburden on a selection of many arthrosurface medical instruments. To assess the extent of the contamination and identify potential contributing factors, a detailed analysis was conducted. This report outlines the methodologies employed, the findings of the investigation, and provides preliminary recommendations for corrective and preventative actions. A sample of four reamers, two female hex drivers and two taps exhibiting visual signs of rust and/or suspected bioburden were selected for analysis. The instruments were carefully documented, including their reference numbers and the specific locations of observed contamination. Visual inspection: instruments were meticulously examined using digital inspection scope to document the location, extent, and morphology of the rust deposits. Photographic evidence was captured. Visual inspection revealed the presence of rust on the surfaces of eight instruments. The rust was observed primarily in channels/lumens of the devices. The extent of rusting varied from small, localized spots to more widespread surface discoloration. Verify resi test: sterile swabs moistened with sterile water were used to sample designated interior surface areas of the instruments exhibiting visible contamination. The steris resi pass-through swab from failed, exceeding the action limit with a result of 10ug against a limit of 5ug. This failure necessitates an immediate rejection of the device. Requiring multiple reprocessing treatments. The presence of rust on arthrosurface medical instruments indicates potential issues with the integrity of the instrument material and/or the effectiveness of reprocessing procedures. Rust formation can be attributed to factors such as: inadequate cleaning: residual blood, tissue, or other organic matter can promote corrosion. This is the most likely scenario due to the simplicity and inadequacy of the arthrosurface reusable instrument instructions for use. Insufficient drying: trapped moisture can lead to oxidation of the stainless steel. Use of incompatible cleaning agents: certain chemicals can damage the protective layer of the instrument. Improper sterilization techniques: some sterilization methods, if not performed correctly, can contribute to corrosion. Storage conditions: high humidity or exposure to corrosive environments can accelerate rusting. Material degradation: over time or due to repeated use, the protective chromium oxide layer on stainless steel can be compromised. The detection of bioburden on these instruments poses a direct risk of surgical site infections (ssis). The findings of this investigation necessitate a thorough review of the entire instrument handling lifecycle, from initial use to reprocessing and storage. Reference report#: mw5169442, mw5169443, mw5169444.